Event description:
Customer stated that the pump failed volumetric accuracy test. The customer was not able to provide any additional information.

Manufacturer narrative:
Investigation found that the pump failed volumetric accuracy test, out of +/-5% specification. Pump was calibrated to resolve the issue.